Event description:
It was reported that the battery of this pacemaker had depleted from 10 years to 6.5 years remaining estimated. Device save-to-disk data was sent for analysis. Engineering analysis concluded that the power consumption had increased due to high atrial sensing with no evidence of premature battery depletion. It was noted that the minute ventilation (mv) sensor had disabled automatically due to a signal artifact monitor (sam) episode. No adverse patient effects were reported. Currently, this pacemaker remains in service.